Manufacturer narrative:
During investigation for an unrelated issue a reportable malfunction was found. The electrode belt unable to complete a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.